Manufacturer narrative:
B.3. The event date is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air in line. The following information was provided by the initial reporter: we are having an issue with a medication that we infuse via the alaris pump and this IV tubing, pertuzumab. We recently switched to having this medication outsourced and prepared outside of thp pharmacy. Issue is the medication needs to be refrigerated which causes fine bubbles to form when it is cold. This medication is only stable at room temperature for 48hours which allows the bag to warm up and the bubbles to dissipate. Our workflow does not allow ample time to allow the medication to come to room temperature before delivery to the patient.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material #:2420-0007 batch#:unknown it was reported by customer that the medication needs to be refrigerated which causes fine bubbles to form when it is cold. This medication is only stable at room temperature for 48hours which allows the bag to warm up and the bubbles to dissipate. Our work flow does not allow ample time to allow the medication to come to room temperature before delivery to the patient. Verbatim: rcc received a complaint via email. Email(s) attached. I am one of the outpatient educators at thp and we use the bd alaris pump infusion set 2420-0007. We are having an issue with a medication that we infuse via the alaris pump and this IV tubing, pertuzumab. We recently switched to having this medication outsourced and prepared outside of thp pharmacy. Issue is the medication needs to be refrigerated which causes fine bubbles to form when it is cold. This medication is only stable at room temperature for 48hours which allows the bag to warm up and the bubbles to dissipate. Our work flow does not allow ample time to allow the medication to come to room temperature before delivery to the patient. I do not have this information as it is all the different lot numbers of 2420-0007 . It happens continuously on all lot numbers of the tubing, I do not have an isolated lot number to give you. I believe it is related to the outgassing of the drug coming to room temperature.